Manufacturer narrative:
Samples received: 2 open and 47 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received 2 open samples with the needle detached from the thread (one of them with the thread still wound on the pack) and 47 closed units. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received (all 47) and the results fulfill the requirements of the european pharmacopoeia (ep): 0.72 kgf in average and 0.26 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: china. Suture separated from the needle when nurse opened original package. Same batch, opened two package, all separated out of box complaints.